Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose. Customer stated that she woke with blood glucose of 289 mg/dl and treated after 2 hours her blood glucose was 515 mg/dl and bolused, then hour later blood glucose went up to 555 mg/dl. Customer stated that she changed the entire set and it was still high after bolus. Customer declined to do troubleshooting and stated will call back if further assistance is needed. No further information provided.